Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient was not appearing in patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not, locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for, servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that there was no example provided to investigate, customer had not responded to the request for examples. The system functioned as intended.